Event description:
On (B)(6) 2012, customer reported that an unknown quantity of blue reagent leaked out from their act diff2 instrument and onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the cleaning reagent (act rinse) leaked out through a hole in the pinch tubing at valve 18. Fse replaced the tubing and cleaned, dried and decontaminated the area where the leak occurred. This resolved the leak and no further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).